Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Blood glucose value was 545 mg/dl. Customer stated she primed, used the same set and received a no delivery alarm again. Customer was advised about possible causes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.